Manufacturer narrative:
Plant investigation: an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. A visual inspection of the returned cycler exterior showed no sign of physical damage. The device was subjected to a simulated treatment test which was completed without any failures or alarms. The system air leak test, valve actuation test, mushroom head check passed. The load cell value and verification was within tolerance. The internal inspection of the cycler revealed that the device was infested as there were several signs of dried cockroaches¿ egg within the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no issues found during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. An evaluation of the returned device could not identify any failures.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
The peritoneal dialysis (pd) patient reported a large drain during treatment. The patient experienced drain volume that was of 181% of their fill volume. The patient reported feeling full, uncomfortable and having pain. The patient had a last drain volume of 3275ml and their largest fill volume was 1807ml. The reported large drain of 3275ml was 181% over the expected drain volume which resulted in a reportable device malfunction. During follow up the patient's nurse reported that the patient was able to complete treatment using manual supplies. The patient¿s symptoms were relieved via draining manually. The patient did not require any medical intervention due to this event. The cycler was replaced.